Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, there was blood/body fluid (not obstructed) on the distal conductor and blood in/on the helix/lobe mechanism and mechanism (sleeve head).

Event description:
It was reported that within a day of implant, the lead was dislodged and repositioned a day later. The lead dislodged again the next day. The lead was explanted and replaced. No patient complications have been reported as a result of this event.